Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). ===recalls: according to sap, this unit requires syr/pca gripper recall 2017-dom. This unit is in the date range for this recall; the claws stick in the open position intermittently and do not always return automatically. ***affected.*** replaced lower housing. Replaced gears/claws as needed. ===customer stated problem: "alarm - error codes/messages"; examined error log: ***found 351.6760 (3x): this error is cleared only by doing calibration + pm; a completed p/m is required to reset the error flag in firmware. *** (see below). Found 351.6660: plunger position failures (6x): usually associated with worn split nuts (confirmed; unit failed preliminary pfa, slipping on increasing pressure; see below) ===repair: plastics replaced: front case, rear case. Other repairs completed: keypad (incidental), rt iui (oxidized), lt iui (damaged ribs), split nuts (badly worn), module latch (worn), drive tube wiper seal (cracked). ===maintenance actions completed: calibration, pm; unit arrived with s/w v9.15.1.2 installed. ===tamper seal: intact on arrival. (B)(4). **unit failed pfa 2x at final test (10.5). Replaced force sensor (old s/n: (B)(4).**